Manufacturer narrative:
D10: device available for eval: yes. D10: returned to manufacturer on: 22-sep-2023. H6. Investigation summary: bd received ninety-nine (99) samples and six (6) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for additive abnormality was not observed. The additive is present in the tubes and the mist pattern is a normal appearance for the product. However, evaluation of returned samples and photos confirmed the presence of tray pack residue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of tray pack residue. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® edta 2k additive abnormality was noticed. The following information was provided by the initial reporter: this report is about additive abnormality. The additive inside the blood collection tube looked like water droplets.